Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ no evidence of right essure coil"), device expulsion ("pathology report of hysterectomy confirms left essure coil"), pelvic pain ("chronic pelvic pain / pelvic pain/ pain/pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding / vaginal bleeding/abnormal bleeding (vaginal/menorrhagia)") in a 25-year-old female patient who had essure (batch no. A38622-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 1 ((B)(6) 2007), recurrent abortion, kidney stones and lithotripsy. Concurrent conditions included overweight. Concomitant products included anesthetics, general (general anesthesia) for anesthesia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)/ discomfort during intercourse") and allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2013, the patient experienced headache ("headaches/migraine/headache"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and nausea ("nausea"). On (B)(6) 2014, the patient experienced migraine ("migraines / migration of essure/migraine/headache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with tramadol hydrochloride (tramadole), ibuprofen, surgery (hysterectomy partial, salpingectomy one side removal of tubes), surgery (hysterectomy partial, salpingectomy one side removal of tubes), surgery (hysterectomy to remove essure (B)(6) 2014 / laparoscopically assisted vaginal hysterectomy), surgery (on (B)(6) 2013, novasure endometrial ablation.), surgery (on (B)(6) 2013, endometrial ablation) and surgery (novasure ablation, laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, abdominal pain lower, abdominal distension, nausea, fatigue and allergy to metals outcome was unknown, the pelvic pain, abdominal pain, dyspareunia and arthralgia had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure well. She did not claim that essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: showed total bilateral occlusion on (B)(6) 2014, surgical pathology report:final diagnosis of uterus and cervix, laparoscopic assisted vaginal hysterectomy: - cervix: mild mixed inflammation,endometrium,weakly proliferative pattern.fibrosis consistent with history of ablation, myometrium: leiomyoma, 1 em.serosa: no significant pathologic abnormality.fallopian tubes: status post coil placement; focal endometriosis. Cpt: 88307, eklmr. Microscopic description: microscopic examination was performed. All described,special stains have appropriate controls. Gross description:received in formalin. Labeled "uterus, cervix" is an 80 g, 76 x 5 x 4 em uterus and cervix with attached unremarkable apparent right and left fallopian tubes segments, 1 em long each. The left fallopian tube has an indwelling intraluminal metal coil. The serosa is focally hemorrhagic. Anterior and posterior vaginal mucosa, 2 and 2.8 em long, respectively is noted. The cervix has a patent. Slit like os, 1.3 em in diameter and unremarkable endocervical canal. The asymmetric endometrial cavity is lined by less than 1-1 mm is up to 2 em thick with a 1 cm in greatest dimension unremarkable leiomyoma within it. No discrete metal coil is identified within the right cornu or right fallopian tube segment. Representative sections are submitted as follows: ai: cervix, a2: anterior endomyometrium and a3: posterior endomyometrium, leiomyoma and right fallopian tube section. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-aug-2018: update of information (batch is invalid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ no evidence of right essure coil"), device expulsion ("pathology report of hysterectomy confirms left essure coil"), pelvic pain ("chronic pelvic pain / pelvic pain/ pain/pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding / vaginal bleeding/abnormal bleeding (vaginal/menorrhagia)") in a 25-year-old female patient who had essure (batch no. A38622) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 1 (01sep2007), recurrent abortion, kidney stones and lithotripsy. Concurrent conditions included overweight. Concomitant products included anesthetics, general (general anesthesia) for anesthesia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)/ discomfort during intercourse") and allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2013, the patient experienced headache ("headaches/migraine/headache"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and nausea ("nausea"). On (B)(6) 2014, the patient experienced migraine ("migraines / migration of essure/migraine/headache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with tramadol hydrochloride (tramadole), ibuprofen, surgery (hysterectomy partial, salpingectomy one side removal of tubes), surgery (hysterectomy partial, salpingectomy one side removal of tubes), surgery (hysterectomy to remove essure (B)(6) 2014 / laparoscopically assisted vaginal hysterectomy), surgery (on (B)(6) 2013, novasure endometrial ablation.), surgery (on (B)(6) 2013, endometrial ablation) and surgery (novasure ablation, laproscopically assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, abdominal pain lower, abdominal distension, nausea, fatigue and allergy to metals outcome was unknown, the pelvic pain, abdominal pain, dyspareunia and arthralgia had resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure well. She did not claim that essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of essure placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: showed total bilateral occlusion on (B)(6) 2014, surgical pathology report:final diagnosis of uterus and cervix, laparoscopic assisted vaginal hysterectomy: cervix: mild mixed inflammation,endometrium,weakly proliferative pattern.fibrosis consistent with history of ablation,myometrium: leiomyoma, 1 em.serosa: no significant pathologic abnormality.fallopian tubes: status post coil placement; focal endometriosis. Cpt: 88307, eklmr. Microscopic description: microscopic examination was performed. All described,special stains have appropriate controls. Gross description:received in formalin. Labeled "uterus, cervix" is an 80 g, 76 x 5 x 4 em uterus and cervix with attached unremarkable apparent right and left fallopian tubes segments, 1 em long each. The left fallopian tube has an indwelling intraluminal metal coil. The serosa is focally hemorrhagic. Anterior and posterior vaginal mucosa, 2 and 2.8 em long, respectively is noted. The cervix has a patent. Slit like os, 1.3 em in diameter and unremarkable endocervical canal. The asymmetric endometrial cavity is lined by less than 1-1 mm is up to 2 em thick with a 1 cm in greatest dimension unremarkable leiomyoma within it. No discrete metal coil is identified within the right cornu or right fallopian tube segment. Representative sections are submitted as follows: ai: cervix a2: anterior endomyometrium a3: posterior endomyometrium, leiomyoma and right fallopian tube section quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-aug-2018: new pfs received- outcome of event dyspareunia from not recovered/not resolved to resolved/recovered was updated.event device expulsion added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ no evidence of right essure coil"), pelvic pain ("chronic pelvic pain / pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding") and menorrhagia ("menorrhagia") in a 25-year-old female patient who had essure (batch no. A38622) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 1 ((B)(6) 2007), recurrent abortion, kidney stones and lithotripsy. Concurrent conditions included overweight. Concomitant products included anesthetics, general (general anesthesia) for anesthesia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)/ discomfort during intercourse") and allergy to metals ("nickel allergy") with urticaria. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and headache ("headaches"). On (B)(6) 2014, the patient experienced migraine ("migraines / migration of essure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), nausea ("nausea"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with tramadol hydrochloride (tramadole), surgery (partial removal of fallopian tubes.), surgery (hysterectomy to remove essure (B)(6) 2014 / laparoscopically assisted vaginal hysterectomy), surgery (on (B)(6) 2013, endometrial ablation), surgery (on (B)(6) 2013, novasure endometrial ablation.) And surgery (novasure ablation, laproscopically assisted vaginal hysterectomy ). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and arthralgia had resolved, the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal pain lower, abdominal distension, nausea, fatigue and allergy to metals outcome was unknown, the dyspareunia had not resolved and the headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tolerated the procedure well. She did not claim that essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of essure placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: showed total bilateral occlusion on (B)(6) 2014, surgical pathology report:final diagnosis of uterus and cervix, laparoscopic assisted vaginal hysterectomy: cervix: mild mixed inflammation,endometrium,weakly proliferative pattern. Fibrosis consistent with history of ablation,myometrium: leiomyoma, 1 em.serosa: no significant pathologic abnormality. Fallopian tubes: status post coil placement; focal endometriosis. Cpt: (B)(4). Microscopic description: microscopic examination was performed. All described,special stains have appropriate controls. Gross description:received in formalin. Labeled "uterus, cervix" is an 80 g, 76 x 5 x 4 em uterus and cervix with attached unremarkable apparent right and left fallopian tubes segments, 1 em long each. The left fallopian tube has an indwelling intraluminal metal coil. The serosa is focally hemorrhagic. Anterior and posterior vaginal mucosa, 2 and 2.8 em long, respectively is noted. The cervix has a patent. Slit like os, 1.3 em in diameter and unremarkable endocervical canal. The asymmetric endometrial cavity is lined by less than 1-1 mm is up to 2 em thick with a 1 cm in greatest dimension unremarkable leiomyoma within it. No discrete metal coil is identified within the right cornu or right fallopian tube segment. Representative sections are submitted as follows: ai: cervix a2: anterior endomyometrium a3: posterior endomyometrium, leiomyoma and right fallopian tube section. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: migraines, pain, migration of essure device location of device: unknown, nickel sensitivity. Event outcome, essure batch number was added. Patient demographics, medical history, concurrent conditions, concomitant medications, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and vaginal haemorrhage ("abnormal bleeding / vaginal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), nausea ("nausea"), dyspareunia ("dyspareunia"), headache ("headaches"), arthralgia ("joint pain"), urticaria ("hives") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove essure I (B)(6) 2014) and surgery (uterine ablation). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, abdominal distension, nausea, dyspareunia, headache, arthralgia, urticaria and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, nausea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain and abnormal bleeding / heavy vaginal bleeding). These events are anticipated in the reference safety information for essure. Approximately 6 months after insertion, consumer underwent an endometrial ablation to treat the bleeding and, approximately 2 years after insertion, coils were removed. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for these both events were assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and vaginal haemorrhage ("abnormal bleeding / heavy vaginal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), vaginal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), nausea ("nausea"), dyspareunia ("dyspareunia"), headache ("headaches"), arthralgia ("joint pain"), urticaria ("hives") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove essure I (B)(6) 2014) and surgery (uterine ablation ). Essure was withdrawn. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, abdominal distension, nausea, dyspareunia, headache, arthralgia, urticaria and fatigue outcome was unknown. The reporter considered pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, abdominal distension, nausea, dyspareunia, headache, arthralgia, urticaria and fatigue to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain and abnormal bleeding / heavy vaginal bleeding). These events are anticipated in the reference safety information for essure. Approximately 6 months after insertion, consumer underwent an endometrial ablation to treat the bleeding and, approximately 2 years after insertion, coils were removed. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for these both events were assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.